Manufacturer narrative:
A healing abutment 4.1mm(d) x 4.1mm(p) x 4mm(h) (item # tha44) was returned for investigation. Visual inspection of the as returned product identified fracturing along the screw-portion of the abutment as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on reported tooth # 12 and was used for an unreported period of time. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed for the reported tha44, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the abutment screw (tha44) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or devices (tha44). Therefore, based on the available information, tha44 malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an abutment screw (tha44) fracture off inside the implant. Fractured abutment was removed and implant will remain implanted.